Event description:
It was reported that a patient underwent a spine procedure on an unknown date and an absorbable hemostat was used at the l4-l5. One week post-op, the patient developed abscess and severe fibrosis in l4-l5 space. The patient had pain. Additional treatment was required to prevent permanent damage as follows, clean the site of surgery where many hemostatic agents and bovine bone were placed. The current status of the patient was reported as completely recovered. How many surgiflo product code ms0011 devices were used during this procedure? What is/are the lot numbers? Two eaches but the code was ms0010, we don´t have the lot number. Did the user use all of the reconstituted thrombin solution (=2ml) for the mixing with the gelatin matrix? Use reconstituted with saline solution 3 ml. Where anatomically was surgifo used? L4-l5. Were there any additional hemostatic agents used? If so, please list. Responder 2 eaches. Was hemostasis achieved? Yes. What was the indication for the procedure? What was the exact spinal procedure that was performed on this particular patient? Lumbar instrumentation l4-l5. Has the patient had previous spinal surgery? No. At what date did the spinal procedure take place? What was the duration of the spinal procedure? N/a. Were there any complications reported during the spinal case? If yes, please list. No. What was the amount of bleeding during the spinal case? Don´t remember. It is noted that many hemostatic agents and bovine bone were placed. Please list the names of those products that were used during the spinal case. Responder and bovine bone. On what type of bleeding was surgiflo product code ms0011 used? Oozing. Did the surgeon remove excess surgiflo when haemostasis had been achieved? Or did the surgeon leave the surgiflo matrix in place? No. How long after the procedure (on what day post-op) did the patient experience the abscess? How long after the procedure did the patient experience the fibrosis? 1 week. How was the abscess diagnosed? What were the symptoms of the abscess? Where was the abscess? The patient report pain. What were the abscess culture results (ie the microbiological report)? N/a. It is noted that severe fibrosis occurred. What were the symptoms? Pain. Where was the severe fibrosis? N/a. What was the treatment of the abscess? Re intervention. What was the treatment of the fibrosis? Re intervention. What is the physicians opinion as to the etiology of this event? He thought that his patient have many issues related because she have other diseases, because had he never had this problem with the use of the product. What is the patients current status? Completely recovered. Based on affiliate response, the product code has been updated to ms0010.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/23/2020. Corrected information: b1, b2, h1 ¿ this medwatch is not reportable by ethicon, inc. As the importer because this device was not imported into the USA. Therefore, this medwatch report is being voided.